Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Conclusion-failure observed during analysis. Final analysis of the partial lead found an insulation abrasion at 20.5 cm to 20.8 cm from the distal tip. The abrasion was consistent with constant friction to another implantable device or feature of the heart.